Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection and device migration. Reportedly, the patient had experienced a shock. There was no report of adverse patient effects due to the explant procedure. This device and left ventricular lead were removed. The right ventricular and atrial leads were surgically abandoned. The patient remains hospitalized until a replacement procedure is performed.